Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated there was damaged to the battery cap. The battery cap was broken. No harm requiring medical intervention was reported. Troubleshooting was performed and customer informed that insulin pump was intact. The device will not be returned for analysis.